Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing pump supplies every 3 days. Customer was instructed to change trusteel infusion sets every 2 days per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was no greater than 140 mg/dl.